Event description:
Customer reported a death. No further details would be provided. Investigation/conclusion. A checkout of the equipment was performed by ge healthcare service representative. The equipment was checked and the absorber was noted to have a massive leak. Upon further investigation, the leak was noted to be due to a cracked expiratory flow sensor. The facility will not release the part for investigation. However, a picture of the component was supplied to ge healthcare. Investigation into the exact root cause of the cracked sensor could not be performed without a sample. It was determined however, that based on the color of the sensor. It is substantially older than its expected life. As stated in the user manual. "Under typical use the sensor meets specifications for 3 months" the pictured component had sales discontinued in may of 2002.